Event description:
It was reported that the lead had failed in surgery and they had had to put in another one.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the leads did not work and the patient was in surgery for nine hours; a lead had to be pulled out. The reporter was concerned and hoping there was not an issue from the surgery.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported improper impedance was determined intra-operatively, so the lead was replaced. The cause was not determined, and it was unknown if it was device-related. The patient was reported to have recovered without permanent impairment.